Event description:
It was reported to philips that the device is failing the charge/shock defib test. There was no patient involvement. The customer requested a bench repair. The device was received by the bench repair service on (B)(6) 2022. Upon evaluation of the device by an authorized, no pa performed, no tools used, defective stickers placed on the device. Device is no longer supported, device is end of life. Based on the conclusion of the investigation, it was recommended therapy pca, and therapy capacitor is recommended for the repairs. However, prior to repairs being completed, the customer was informed that service could no longer be preformed on the unit as the device has reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The customer was aware of the end of life terms and the device was returned to the customer unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.